Manufacturer narrative:
(B)(4) = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received info that 40 months post implant of this transcatheter bioprosthetic valve, balloon dilation was performed for a high gradient due to stenosis. The pt was not symptomatic. No adverse pt effects were reported and the valve remains implanted.